Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced a ¿loss of efficacy (50%)¿ since their implantable neurostimulator (ins) was replaced. It was stated this had occurred despite the patient¿s settings and paresthesia coverage being the same with the new ins. The patient noted ¿the quality of the stimulation was different¿ from their prior ins also, as the new ins ¿stimulation was wavelike and not continuous as before.¿ it was also reported the patient¿s ins ¿stopped by itself.¿ the patient reportedly ¿had to turn it off and increase the amplitude which was at zero v.¿ it was noted there had been no change in the patient¿s environment since they had received their replacement ins. Interrogation of the ins on (B)(6) 2016 indicated that cycling was turned off and all impedance values were within the normal range when measured at 0.7 v. The cause of the ins stopping by itself and the patient¿s loss of efficacy could not be determined. In an attempt to troubleshoot the issue, the patient¿s pulse width was increased from 180 to 240 on (B)(6) 2016, which resulted in a ¿slight improvement.¿ the patient was again reprogrammed on (B)(6) 2016, when a new group with two sub-groups was created. It was noted the patient received ¿better pain coverage¿ following reprogramming, though it was still unknown whether the patient was receiving effective therapy as of (B)(6) 2016. There were ¿no¿ surgical interventions planned or performed and it was ¿unknown¿ whether the issue had resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.